Manufacturer narrative:
Continuation of concomitant products: product ID 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone (1 mg/ml at 0.0679 mg/day) and bupivacaine (1 mg/ml at 0.0679 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2018 it was reported that the ptm (personal therapy manager) was programmed for the first time on (B)(6) 2018. The patient did not think that the refill date showing on the ptm was correct. They were seeing a refill date of 21-nov-2019; however, the patient had a follow-up appointment on (B)(6) 2018. The clinician programmer was used to interrogate the pump to see if the time on the clinician programmer was correct and to review the drug information. Upon checking the drug information screen, it was found that the concentration units for the primary drug hydromorphone had been entered incorrectly as ¿1 ml/ml¿ but should have been ¿1 mg/ml¿ during the programming yesterday ((B)(6) 2018). The units for the hydromorphone was adjusted. The ptm settings were programmed as follows: ¿dose: 0.005 mg, duration: 1 min, loi: 6 hrs, dri: 1 x 24 hrs, max: 4¿. The refill date on the ptm did not change after correcting the units; however, the refill date was correct as it was showing based on the current pump programming. No patient symptoms were reported. No further complications have been reported as a result of this event.